Event description:
On 9/20/96, the MFR received info in response to a device tracking polling letter. The response from the pt states that the device is not being used anymore and questions whether or not it should be removed.